Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump lost power. While securing the battery cap, the reporter allegedly noted a crack in the pump battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/16/2014 with the following findings:a review of the pump black box data indicated multiple unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap threads were also damaged, and the battery cap could not be used for testing. A test cap was used to complete investigation. The pump case was removed and no evidence of moisture ingress or further defects was found. Unrelated to the complaint, the pump was powered on and the display screen appeared faded and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.